Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that could not return blade. During the laparoscopic hepatectomy, after fired, found could not return the blade. Used manual override lever to return the blade. Another device was used to complete the surgery. There were no adverse consequences to the patient.